Event description:
The customer reported to beckman coulter (bec) that 5-6 ml of diluent was leaking from the blood sampling valve in the coulter lh 500 hematology analyzer and onto the counter and down to the floor. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
The field service engineer (fse) did not go onsite for this event. The fse contacted the customer via telephone and evaluated the blood sampling valve (bsv) was faulty and not able to hold tension on the bsv pads. The fse assisted the customer via telephone with replacing the bsv knob using one the customer had onsite. The leak was resolved with no further issue. Failure mode of the leak was related to a faulty bsv knob. (B)(4).